Manufacturer narrative:
A spacelabs healthcare product support specialist reviewed xhibit telemetry receiver (xtr) logs and found that the xtr had shut down due to a software crash. The cause of the software crash could not be identified. A field service engineer (fse) was asked to pull the faulty xtr out of service and send the unit in for further evaluation. At this time, the device has not been received. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that while monitoring patients on a xhibit central station, several telemetry patients suddenly went offline. There was no patient or user harm associated with this event.